Event description:
After use of the device fora cardiopulmonary bypass procedure, the user reported that the ultrasonic air sensor (uas) latch was broken. There were no reported adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The system was taken out of service. Replacement latch is to be installed by the user facility's biomedical engineer (biomed).